Manufacturer narrative:
Pump received with no button response due to corroded keypad traces. No button error alarm during testing. Unable to verify failed batt test alarm due to no button response. Also received with cracked case at the display window corner, cracked reservoir tube lip and severely scratched lcd window. This is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer reported via phone call that the insulin pump had a button error alarm. The blood glucose at the time of the incident was 170 mg/dl. Troubleshooting was not able to resolve the issue. The device was returned for analysis.